Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("bloating"), thyroid disorder ("thyroid issues") and visual impairment ("vision probs"). The patient was treated with hyst. (Partial),salping. (Bilateral). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, fatigue, abdominal distension, thyroid disorder and visual impairment outcome was unknown. The reporter considered abdominal distension, abdominal pain, dyspareunia, fatigue, pelvic pain, thyroid disorder and visual impairment to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2006: results of confirm. Test: other. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: case has became incident. Previously reported event "injury " replaced with new events. New events added: pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), fatigue, bloating, thyroid issues, vision probs. Reporter information were updated, lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.